Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Approximately three days after start of support, bleeding at the access was noted and resolved by the in-house physician placing a suture. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. Based on the clinical details, the root cause of the access site bleeding was determined to be use issue because the bleeding was resolved by adding a suture at the bleeding site.